Event description:
During a ge warehouse incoming inspection that the hellcoil inserts used to secure the x-ray tube to the gantry was damaged. Engineering investigation determined that the mechanical damage occurred as a result of the tubes being secured to the shipping container using the wrong pitch bolts. As a result, the hellcoils were damaged and their ability to secure the x-ray tube to the gantry structure may be compromised, resulting in the possibiltiy for the x-ray tube to detach from the gantry. It was determined that 26 tubes may be subject to the same issue. A pt was not involved and no incidents, injuries or other adverse affects have been reported as a result of this issue.